Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-nov-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 8.0mg/ml; 0.3852mg/day and bupivacaine 4.0mg/ml; 0.1296mg/day in an implantable pump for non-malignant pain. The manufacturer representative was called to a catheter revision/catheter replacement. The complete catheter was replaced. Hcp wanted instruction on how to program the pump. There was no drug in the new catheter, old drug in the internal tubing and catheter access port, and new drug in the reservoir. Technical services reviewed to prime the new catheter first, update the pump, then program a modified bridge bolus and update the pump (priming volume = 0.251ml, bridge volume = 0.89ml/0.3852mg = 144 hours and 3 minute duration). Additional information indicated the bridge bolus dose of 0.3852mg/day was too high, so the hcp decided to program the pump to minimum rate mode (8mg/ml; 0.048mg/day). Once the patient healed in approximately 2 weeks, the hcp would perform the system contents removal procedures to rid the old concentration from the system. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that catheter was not available to return. It was sent to pathology after the surgery and it was no longer available to return. No further complications were reported.